Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the shaft of a probe was found bent during surgery. An alternative probe was used to complete the procedure without patient injury.

Manufacturer narrative:
The returned probe was evaluated. The tip was found to be bent. The cause of failure cannot be determined at this time as the condition of the probe was noticed prior to use in surgery. Bending may occur due to dense bone quality of the patient, off-axis use of the probe, or attempting to alter the trajectory of the probe within the vertebrae.